Event description:
(B)(6) customer reported that she was feeling symptoms of hyperglycemia such as diarrhea, vomiting and ketoacidosis. Since (B)(6) 2018, she was at the hospital. When she arrived at the hospital, she was provided an infusion of glucose, insulin and potassium, as she was dehydrated. The amount of the infusion was not provided. After the treatment, at 6:11 p.m. On (B)(6) 2018, she was tested for blood glucose on the hospital's meter and a reading of 6.8 mmol/l was obtained. At 6:20 p.m., a repeat testing was performed on a contour next link 2.4 meter and a reading of 18.7 mmol/l was obtained. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.